Event description:
It was reported that the patient could not be ventilated in either auto or manual mode. The patient was disconnected from the machine and an over pressure from the patient was released. No patient injury was reported. (B)(4).

Manufacturer narrative:
The patient cassette was replaced and returned for investigation. No deviation was found with the patient cassette. An evaluation of the received logs contain recordings indicating difficulties to ventilate the patient. The difficulties may have been caused by a stuck plate/disc in the expiratory one way valve in the patient cassette. These recordings show further that the set airway pressure level (in manual ventilation) was exceeded by at least 7 cmh2o. Prior investigations of similar failure modes from the same hospital have found that a stuck plate/disc in the expiratory valve may lead to the reported issue. The root cause of a stuck valve in prior case has not been possible to fully determine by the performed tests and analysis. Different methods to simulate a stuck valve have been used. The valve has been exposed to saline, human saliva and water which were added to and then extracted from a co2 absorber. When performing the simulation method above it was possible to reproduce the event with a stuck valve but we do not have any evidence that these simulation methods correspond to what made the valve to get stuck at the hospital. The patient cassette was replaced and returned for investigation. No deviation was found with the patient cassette. An evaluation of the received logs contain recordings indicating difficulties to ventilate the patient. The difficulties may have been caused by a stuck plate/disc in the expiratory one way valve in the patient cassette. These recordings show further that the set airway pressure level (in manual ventilation) was exceeded by at least 7 cmh2o. Prior investigations of similar failure modes from the same hospital have found that a stuck plate/disc in the expiratory valve may lead to the reported issue. The root cause of a stuck valve in prior case has not been possible to fully determine by the performed tests and analysis. Different methods to simulate a stuck valve have been used. The valve has been exposed to saline, human saliva and water which were added to and then extracted from a co2 absorber. When performing the simulation method above it was possible to reproduce the event with a stuck valve but we do not have any evidence that these simulation me

Event description:
(B)(4).